Event description:
The affiliate alleged, the customer reported an elevated carcinoembryonic antigen (cea) result, for one pt, involving unicel dxi 800 access immunoassay system. Subsequent testing produced results within the normal reference range and an amended report was released to the hospital. The elevated result was not released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit at the facility. The fse performed dark counts check, system check, hs (high sensitivity) foam/ hs no foam test and carryover test. All system test results were within the manufacturer's published performance specifications. Quality control (qc) was performed and within specifications. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events.